Event description:
The dmc reported that the customer was hospitalized for high bgs. It was indicated that the pump did not give the customer an alarm letting them know that the insulin was not being delivered. The high-pressure test was performed and did not pass. A replacement pump was requested.